Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 37 mg/dl; cause was not known. Customer went to the emergency room and was treated with intravenous saline. At the time of the report, customer had not yet been discharged from the ER. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.